Event description:
It was reported that during a medial meniscal root repair, one side of the jaw broke off the firstpass mini. The surgeon said it came out of the knee. A back-up device was available to finish the case. No delays reported. No patient injuries reported.

Event description:
It was reported that during a medial meniscal root repair, one side of the jaw broke off the firstpass mini. The surgeon said it came out of the knee. A back-up device was available to finish the case. No significant delays reported. No patient injuries reported.

Manufacturer narrative:
The reported firstpass mini straight device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during a medial meniscal root repair, one side of the jaw broke off the firstpass mini.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. (2) tissue thickness. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.